Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 83 bd discardit¿ syringes had scale marking issues. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "marketing defects"

Manufacturer narrative:
H.6. Investigation summary: the photos were received by bd for evaluation. A quality engineer was able to review the photos of a discardit 2ml with 25gx1 from lot # 0245054 regarding item # 302438 with the reported issue of ¿online rejection for damaged syringe¿. The DHR of material number 302438 and lot number 0245054 was checked and no quality notifications were recorded on this lot. No samples and ten photographs were received from the customer and were used for investigation of the reported defects. The investigating team also used the retention samples of material code 302438 and lot number 0245054 for investigating the reported defect. There are multiple defects reported in this complaint. There is a CAPA# 2448117 opened on this defect for this product which is under effectiveness check currently in progress. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. See h10.

Event description:
It was reported that 83 bd discardit¿ syringes had scale marking issues. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "marketing defects"